Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recw2043 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that the PICC was leaking and holes were observed on the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, and the cause appears to be associated with use of the device. One 5 fr t/l powerpicc solo was returned for investigation. The catheter exhibited evidence of use. A visual observation of the returned sample revealed that the t/l tubing extended to the 47cm depth mark. Residue was observed on the external surface of the extension legs. The printing on the extension legs was visible and legible. A 9mm longitudinal split was observed in the catheter at the 5cm depth mark. A microscopic examination revealed that the adjoining surfaces of the split tubing were smooth and granular. The catheter material extended outward along the split. The characteristics of the observed damage are consistent with rupture due to over-pressurization. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. A functional test revealed that fluid leaked from the longitudinal split when the lumen with the gray luer adaptor (non-power injectable) was infused with water. It is unknown if this lumen was inadvertently used for a power injection. The IFU warns, ¿use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter.¿ the wall thickness around the lumen with the gray luer adaptor was found to be within specification. The IFU states, ¿if resistance is met when flushing, no further attempts should be made. Further flushing could result in catheter rupture with possible embolization. Refer to institution protocol for clearing occluded catheters.¿ the IFU also states, ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿ a lot history review (lhr) of recw2043 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC was leaking and holes were observed on the catheter. No other information was provided.